Event description:
It was reported that a patient underwent an ascending aorta replacement on (B)(6) 2011 and a drain was placed in the mediastinum and a reservoir was connected. The reservoir functioned properly upon first activation. That same night the anti-reflux valve of the reservoir was found detached. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. The anti reflux valve was found detached inside the bulb and was covered with very big clot of blood . The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1021310 mfg date 11/01/2010, exp date 11/30/2015, batch j1024107 mfg date 01/01/2011, exp date 01/31/2016, batch j1111926 mfg date 06/01/2011, exp date 06/30/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1021310. Batch j1024107. Batch j1111926. This is one of two medwatches being submitted. See also medwatch 2210968-2011-02104. The same patient is represented in each medwatch.